Event description:
It was reported that during a da vinci hysterectomy procedure, the monopolar curved scissors instrument was 'getting stuck in the trocar'. Intuitive surgical contacted the initial reporter to obtain more information regarding the reported case; initial reporter indicated that the mcs instrument was used in conjunction with the mcs tip cover. The installation tool was used to install the mcs tip cover. The instrument was inspected before inserting it into the cannula, and there were no damages noted. According to the information provided to her, the mcs instrument would not advance into the cannula, it was inserted into the cannula it got stuck and had to be forced out. The issue was resolved by using another mcs instrument. She indicated that no fragments fell into the patient. The planned surgical procedure was successfully completed; no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, the mcs instrument was installed and removed from the in-house da vinci system with no issues. An additional observation not reported by site was that the instrument's main tube was cracked. The distal end of the main tube exhibited micro-cracks in the axial direction of the tube. These types of micro-cracks will not lead to mechanical failure of the instrument; however, there is a potential for insulation failure after reprocessing, resulting in a pathway for electrosurgical energy to leak to tissue and potentially cause unintended injuries. The location of theses micro-cracks was confined to 2 cm of the distal end of the instrument shaft. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the micro-crack found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.